Event description:
Customer reports the compact plus system produced a result of 750 mg/dl, which is outside the meter reading range of 10-600 mg/dl. No blood glucose symptoms reported with this result. No actions taken based on device result. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.